Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Following the procedure, the patient experienced a leaky mitral valve and a leak related to the closure device. The patient experienced bruising following the procedure. No further patient complications were reported.

Manufacturer narrative:
B3: date of event - estimated as the year the social media comment was made as the date of the event is unknown. D6a: implant date- estimated as the year the social media comment was made as the date of the implant is unknown.